Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that subacute stent thrombosis and chest pain occurred. In (B)(6) 2018, a 3.5x20mm synergy stent was implanted in the left anterior descending artery (lad). It was noted the patient was on anti-platelet medications and compliant. However, eighteen days post procedure, the patient presented to the emergency room with chest pain. A cardiac catheterization revealed a blockage at the previously placed synergy stent in the lad. The physician wired the lesion and removed the clot. The lesion was then ballooned, but was only opened to what was considered a kind of subpar result. The patient seemed to continue to clot and will be referred for open heart surgery. No patient complications were reported and the patient's status was stable.